Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of lactated ringers. After an unspecified length of time in use, the nurse attempted to access the middle clave y-site with an unspecified device to deliver an unspecified concentration of toradol. It was reported that during the attempt to deliver the medication, the tubing separated from the leg of the clave y-site. The tubing set was replaced and the therapy was resumed. No further medical interventions were required. There were no reported adverse patient effects, no reported blood loss and no reported delay of therapy critical to this patient. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).